Event description:
As reported by the user facility: customer reported to (B)(4). Customer comments: the pumps was reading that it was delivering a drug at 2 mls/h but it was bolusing the drug every few minutes.

Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4) device history log file was checked and no abnormalities were found. Visual inspection did not reveal any abnormalities. Function and the delivery accuracy was found to be within specification when device was tested in our quality laboratory. Based on the results of the pump inspection, no conclusions can be made regarding the cause of the event.